Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. Review of the system log file confirmed the malfunction due to unexpected missing timeframe. Upon troubleshooting, fse found that there was an issue with the software of the main suite pc. To resolve this issue, fse reinstalled the suite pc software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.